Event description:
It was reported that customer experienced cartridge alarm 20 and had cartridge alarms with consecutive cartridges on pump, although issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level, and blood glucose was reported as 10.2 mmol. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put problematic pump into storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which customer acknowledged and understood.